Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed for valve leakage. The exact root cause cannot be determined. The likely cause is off-centered insertion of the dilator into the sheath, causing a tear in the valve. Review of device history record showed there were no issues noted during the manufacture of the product that could not have contributed to this complaint condition. Currently, no action is recommended since this risk evaluation is within the predetermined limits of the hazard based risk table (hbrt).

Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical received an FDA medwatch report # mw5164171. The event description states that "blood was leaking out the port' on the access side of the sheath (the part that remains outside of the patient). This is supposed to be a one-way valve to prevent blood from leaking out of the sheath." Additional information was received on 21 jan 2025: the patient's condition was stable. The blood leakage was minimal, less than 10 ml, so it was less than 250 ml. The procedure taking place at the time the blood leakage occurred was cardiac catheterization. To resolve the issue and continue the procedure, a new sheath was obtained.